Event description:
Related manufacturer reference number: 2017865-2023-05411. Related manufacturer reference number: 2017865-2023-05412. It was reported that the patient's full implantable cardioverter defibrillator system was explanted upon developing an infection. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.